Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly patient received communication alarm during basal. Patient was able to successfully reboot, clear the alarm and completed the rewind/load/prime steps at the time of the call. Patient confirmed that all the pump settings are correct. Review of alarm history did not show associated alarms. Review of complaint history showed that this is the 3rd communication alarm in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.